Event description:
Reporter alleged erratic glucose readings of 100s or 200s mg/dl however could not remember exactly. It was reported customer was dizzy and passed out however within 5 minutes 911 was called and was taken to the hosp. Reporter stated paramedics did not test glucose however 5 minutes later hosp meter read in the 50s or 60s mg/dl. Reporter indicated being admitted to the hosp overnight and treated for low blood glucose, type of treatment not provided. A request was made for the return of the suspect device and replacement product was sent.